Event description:
An attorney alleged that the patient "sustained injury as a direct result of the defective manufacturing, defective design, defective warnings, defective materials". The device had been returned, with a report that the physician electively explanted and replaced it, due to the field advisory. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Analysis of the device is in process; the results will be forwarded when available.

Event description:
An attorney alleged that the patient "sustained injury as a direct result of the defective manufacturing, defective design, defective warnings, defective materials". The device had been returned, with a report that the physician electively explanted and replaced it due to the field advisory. It was further reported that the "patient suffered severe emotional distress mental anguish, economic losses and other damages." No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Detailed analysis of the device was not performed at this time due to pending litigation. Therefore, we are unable to fully evaluate the reported event.